Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.00 diopter, and upon injection, the lens flipped in the eye. The lens tore while being removed during the same surgery. There was no patient injury. The surgery was cancelled and another lens will be implanted at a later date. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
The lens was returned dry in a vial. Visual inspection of the returned product found one haptic torn. There was evidence of clear residue on the lens. (B)(4).